Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to clinic for a scheduled follow-up. Upon interrogation of the device, it was noted that while pacing the right atrium the ventricle was being paced instead. Chest x-ray confirmed that the ra lead was dislodged. Patient was stable throughout. Ra lead was repositioned. No further information available.